Event description:
The product was used during a total gastrectomy procedure. Reportedly, the staple did not form properly. The surgeon manually sutured to complete the procedure. The hosp has reported no pt injury occurred.

Manufacturer narrative:
8/14/1998-supplement #1 sent to FDA.